Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female who underwent primary breast augmentation with 250cc mentor memorygel breast implants experienced bilateral capsular contracture (baker grade unknown) and right sided rupture post procedure. As a result, bilateral capsulectomy and bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed on (B)(6) 2019. See 1645337-2020-00315 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/5/2020. Device evaluation summary: according to the information received, it was reported a patient experienced capsular contracture. During visual inspection of the device a tear measuring approximately 2.0 cm was found on the anterior view. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).